Manufacturer narrative:
The pod was evaluated for damage and/or defects related to mfg. None were noted. The distal tip of the cannula was found to be folded in on itself with severe deformation and no visible opening. The cannula tip was found to pass insulin; however, flow was severely restricted. This condition would have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle. Pts are trained to select a pod placement site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report a pod that had a bent cannula. Customer stated that he placed the pod and he left in place for 8 hours. He stated for approx 16 hours he had bg levels in the 300's. When he removed the pod he saw the cannula was bent. Customer was then able to activate a new pod. No further info reported. The device is being returned for eval.